Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, prior to attaching the sensor to the sensor pod the sensor wire had detached. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, prior to attaching the transmitter to the sensor pod the sensor wire had detached. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.